Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer fell while rollerblading and the touch screen became shattered. Additionally, the pump touch screen became unresponsive. There was no adverse impact to customer's blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.